Event description:
The us medical center had an impella cp inserted for a patient who was denied surgery and sent for high risk percutaneous coronary intervention (hrpci) instead. The patient's condition was observed to be poor with low flows and with imaging the team noted there was a left ventricle (lv) perforation. There was a pericardial drain placed and mass transfusion of blood products (>6 units). The team believed the non-abiomed provided .035 guide wire to have been the cause of the lv perforation, not the abiomed provided .018 wire. The pump was explanted in conjunction with the intervention. The patient has survived the event and intervention.

Manufacturer narrative:
The investigation into the lv perforation has concluded. No impella pump or guidewire product was returned for benchtop analysis. Only the clinical report was reviewed. The cause of the ventricle perforation was use related. The .035 guidewire is non-abiomed provided nor an approved wire. Per the IFU: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury." "With the 0.018 inch placement guidewire properly positioned in the left ventricle, remove the diagnostic catheter." "Use only abiomed-tested and supplied guidewires with the impella catheter. Guidewires are specifically designed with unique characteristics to optimize performance of the impella system. Guidewires and catheters should always be used in accordance with abiomed¿s instructions. Table b.1 lists the alternative guidewires that have been tested and approved for use with the impella cp with smartassist system. Table b.1 alternative guidewires guidewire catalog number boston scientific platinum plus¿ st 0.018 in 46-605, model st/0.018/260 boston scientific v-18 control wire¿ st 0.018 in 46-854, model v18/18/300."